Event description:
It was reported that the physician could not insert the intra-aortic balloon (iab) through the provided sheath. They stated they had to place another 8 french sheath and it was still difficult to advance. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter complete name:(B)(6), bsn, rn, manager of invasive cardiology additional reporter: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).